Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the syringe tip of the 10 ml bd posiflush¿ normal saline syringe was ¿deformed¿, before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: no related issues or defects found in DHR. No related quality notifications were issued to this batch number. Sample and photo were provided with a bent syringe tip. Investigation conclusion: root cause is unknown. Damage could have potentially happened from a machine jam in the assembly process, but based off the sample and DHR review ¿ no true root cause could be determined.